Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent episodes of noise were observed on the right ventricular lead. Fluoroscopic imaging revealed damage consistent with clavicular crush. The lead was capped and replaced during a device changeout procedure.